Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, left de novo iliac artery to treat stress ischemia the armada 35 balloon dilatation catheter met anatomical resistance and during the first inflation could not be easily inflated to nominal pressure. The balloon also could not be easily deflated; however, using negative pressure it partially deflated and was removed along with, but not in, the introducer. A different balloon and 6 fr introducer were used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to remove and inflation issue could not be confirmed; however, the difficulty deflating the balloon was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis for the difficulty deflating the balloon and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.